Manufacturer narrative:
Per the manufacturer's technical support specialist, parts are no longer available for repairs.

Event description:
The manufacturer's subsidiary's technical service engineer reported that during preventive maintenance (pm) of the device, the central control monitor (ccm) was unable to calibrate as the touch screen was not responding. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. After the service technician from the manufacturer's subsidiary replaced the touch screen on the central control monitor (ccm), the issue was resolved. If additional information becomes available on this complaint that would alter the facts and or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, replacement parts were bought and installed resolving the issue.